Manufacturer narrative:
Complete contact person name:(B)(6). Complete event site name: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an autofill failure alarm as well as other unknown alarms. All the lines were checked and no issues was found. The console later generated an alarm once again. The iab was removed and a new one was later inserted to successfully continue therapy. There was no reported injury to the patient.